Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead sensitivity was adjusted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead observed a lead position check failed and there was loss of pacing from far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.